Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for a fitting appointment. The user's speech therapist noticed that her performance had decreased since the last fitting in september. Re-implantation is considered.

Event description:
A decrease in hearing performance was noticed since previous fitting. The user was re-fitted with the 5 usable channels. No trauma or accident is reported. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient had five channels disabled since implantation and recently two additional channels showing hi impedance due to undetermined reasons. No information has been received on the position of the active electrode. A root cause for the observed decrease in performance and unusable channels could not be determined. To determine an exact root cause a device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
A decrease in hearing performance was noticed since previous fitting. The user was re-fitted with the 5 usable channels. No trauma or accident is reported. Reimplantation is considered but not yet scheduled.